Event description:
It was reported that the customer had a blood glucose reading of 500 mg/dl. She received a no delivery alarm. She was at 500 mg/dl when she awoke the morning of (B)(6) 2014. Her blood glucose level was then 355 but rose again to 419 mg/dl even though she delivered a bolus. Standard troubleshooting was performed for the high blood glucose levels. The customer did not report any high blood glucose symptoms. Troubleshooting on the insulin pump was declined since the customer was not willing to disconnect due to not having a back-up plan. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).